Manufacturer narrative:
No device will be returned. The event was documented as a result of a postmarketed study. Investigation pending.

Event description:
On 14 may 2008, abbott spine became aware of the following event reported from a postmarketed study. In 2005, the pt underwent a minimally invasive procedure on l5-s1. On an unk date, the pt experienced tenderness over the pedicle screws and back pain. At approximately 10 months later, the event of tenderness over the pedicle screws resolved. The event of back pain had not resolved. The reporting physician believed that the pedicle screw tenderness is related to pathfinder screw sys. The reporting physician believed that the back pain is not related to the pathfinder pedicle screw sys. There is no plan for revision surgery. No further info is available.